Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Mid-fistula, towards venous side with a high-grade fibrotic lesion. The 8 x 40 serranator used worked very well with full inflation procedure and came in to treat the fibrotic lesion successfully. Balloon was removed from patient. Balloon was then reinserted to the patient. Wire came back proximal to the lesion, which is where a kink may have occurred. The surgeon advanced the balloon too quickly to treat cephalic lesion and lost wire access. A kink at the hub of the 8 x 40 serranator caused a struggle to readvance the wire to help with removal. The serranator had to be surgically cut in two pieces for proper removal. Patient has recovered.